Event description:
Pt was treated feb 2003 and noticed lumps 3 weeks after treatment. Thermage was notified on april 22 of the adverse outcome. Pt's cheeks have 'lumpy ridges' vertically in the cheeks. Thermage conducted serveral follow-up on pt. As of november 2003, the ridging has not resolved.